Manufacturer narrative:
H4: device manufacture date: january 14, 2021 - january 15, 2021. H10: the device was received for evaluation. A visual inspection along with magnification was performed which observed loose particulate matter (pm) inside the fill port connector. The reported condition was verified. The cause is manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported to have occurred on an unknown date between (B)(6) 2021 and (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to use. There was no patient involvement. No additional information is available.